Event description:
It was reported that during a vaginal hysterectomy procedure, the jaw would not open both times on the tissue once fired. There were no patient consequences. Case completed by hand tie. Two devices will be returned.

Manufacturer narrative:
(B)(4). Additional information device a was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the jaws opened and closed with the knife advancing and retracting properly. There were no anomalies noted with the functionality of the device. Device b was received with tissue in the jaws. During mechanical testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. Due to the buckled knife, functional testing could not be performed. The knife blade was buckled which resulted in the jaws not opening. Device b batch h92t0d, mfg date: 11/29/2011, exp date: 10/29/2013.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.